Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the audio bolus button was under-responsive and there was visible moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, the audio bolus button was responsive to user input. No physical damage was found to the button cover. The button cover was removed to find no defects. A leak was found in the battery compartment at the threads to the left of the grip pad, and from the case seal to the bumper. Moisture was found in the battery compartment. The pump was opened to find moisture on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.